Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported insulin leaked from the cannula with the last 5 infusion sets. Blood glucose elevated to 300 mg/dl as a result. Target blood glucose is unk. During troubleshooting, it was found the headset was inserted at a slant instead of a 90 degree angle. Pt was advised on proper insertion. Infusion sites are rotated correctly, and there is no scar tissue at site locations. The leaks were noticed right after the headset was inserted. Pt inserted a new infusion set at a 90 degree angle, and blood glucose started to decrease. Infusion sets were discarded and were not requested for eval. F/u was completed on (B)(6) 2011. Pt reported there was no further leaking of insulin after the headset was inserted correctly. The pt did not require treatment from a health care professional or second party to address the issue.